Event description:
This patient fell and the lead dislodged. A revision was done on (B)(6) 2014 and this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.